Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was experiencing the following complications; sharp pain; fluid; metallosis (right) and fracture of the neck.